Manufacturer narrative:
The onset was on an unspecified date in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to ¿diet¿ (no further detail was provided). On unreported date(s), the patient began treatment for the peritonitis with unspecified drugs via injection and intraperitoneal/added to dianeal (doses and frequencies not reported). The peritonitis was resolved and the patient was recovered from the event. No further information was provided regarding whether the patient was hospitalized for the event or if dianeal therapy was ongoing. No additional information is available.